Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was confirmed, and the root cause was determined to be use error- the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm which occurred during drain 4 of 4 on the homechoice (hc) machine. The home patient disconnected to go to the bathroom and reconnected after the alarm occurred. The technical service representative (tsr) assisted the caregiver (cg) to cycle power to clear the alarm and to get the set out. On (B)(6) 2011, product surveillance spoke with the hp who confirmed this was an isolated event. The hp stated she is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported